Event description:
It was reported that a cartridge did not fit onto the pump. Reportedly, the customer was reusing a cartridge in attempt to resolve issue. A cartridge change was performed resolving the issue. Customer¿s blood glucose level was 223 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high bg, or diabetic ketoacidosis (dka).